Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, inflammation and swelling at implant site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2026, in order to explant the device and there are no plans to reimplant the patient with a new device as of the date of this report.